Event description:
I have used the omnipod since 2008. In (B)(4) 2012, the company changed the mfg of the pod to make it smaller. My side affects begin in (B)(6) 2013 when I began using the box that was sent to me in (B)(6). I began to itch really bad where the adhesive patch on the pod was placed on my skin. When the pod was removed my skin was blackened and irritated. The location burned and itched days after it was removed. When showering water makes my skin burn in the location where I had the pod. I called omnipod after the third incident, spoke with four of more people about my complaint, they were not concerned at all. I agreed to send pictures to (B)(4), but was not given an option to speak with her. I was told she would email me back, I have yet to hear from her. I initiated a number of emails to her with no response. I visited my doctor who prescribed a steroid cream to decrease the irritation. It didn't help. I've used up to four creams which haven't helped. My skin is blackened and burned over more than 20% of my body from using the pods. Please get involved an investigate. My doctor bills have increased. My doctor has now prescribed a new pump; now waiting on approval and the cost from my insurance company. I have pictures of numerous sites on my body that I can't attach and numerous doctor appointments.